Manufacturer narrative:
The reported event, lid has come off the hinge, was confirmed. The technician observed that the housing was fractured at the hinge. The device was put in parts retention.

Event description:
It was reported that at the user facility the aseptic battery housing fractured. The user facility was not able to provide any further information regarding the reported event.